Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If ay further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced a yeast infection at the stoma site which required an oral antibiotic treatment. In (B)(6) 2023, the stoma looked better, but still had some minimal yellow discharge.